Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre wireguided balloon dilator was used in a dilation of the esophagus on (B)(6), 2010 involving a male patient over the age of (B)(6). According to the complaint, during the procedure the balloon of the device was ruptured when it was attempted to be inflated. The procedure was completed with another device and there have been no reported patient complications. The patient's condition is reported as "good." Note: the endoscope used was an olympus (B)(4) which is compatible with this balloon.